Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial noise reversion was observed. Automatic mode switch due to atrial noise was also seen. Review of the electrograms identified high frequency noise consistent with an external emi source. There was no indication of a lead or system problem. It was recommended to check for any emi sources during the time of the recorded episodes.